Manufacturer narrative:
A root cause could not be determined due to lack of information provided. Additional information for further investigation was requested but not provided.

Event description:
The customer alleged they received a questionable human chorionic gonadotropin, stat (hcg) result for one patient on their e411 analyzer. The patient's initial hcg result was 0.9 miu/ml and it was reported to the physician. By comparing the initial result to the previous result, the physician questioned the initial result. The sample was repeated and the result was >10000 miu/ml. There were no adverse events. The hcg reagent lot number and expiration date were requested but not provided. The field service representative went on site and checked the analyzer. The fpc cable needed to be replaced.

Manufacturer narrative:
This event occurred in (B)(6).